Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept emptying out the reservoir and would not stop and display the numbers. The patient's blood glucose at the time of call was 180 mg/dl. The customer changed the reservoir and attempted to prime. After releasing the act button, insulin did not continue to drip. The motor did not slow down nor did numbers ramp up on the screen. However, the insulin pump will be returned for analysis.